Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available section d6b: if explanted, give date: unknown/ asked but not available section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by surgeon that when lens was inserted into the patient's eye he noticed two marks on the central optic without manipulation. The doctor had to cut the lens in half to remove it from the eye. No other medical intervention was needed. It is unknown if a backup lens was implanted into the patient's operative eye. Patient status post-procedure is also unknown. No further information is available.